Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to blank display. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer's parent stated that the insulin pump started vibrating followed by a blank display after it has been exposed to pool water. The customer was assisted with troubleshooting and the display did not return. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.